Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the suction tubing will not remain intact to a scope or medical device causing a potential exposure to blood and body fluids, and a patient safety hazard.

Manufacturer narrative:
H4 device manufacture date was added. The device history record (DHR) review showed no discrepancy. One unused sample with the reported lot number was received for evaluation. After performing a visual inspection and functional testing, it was found that the product complies with the specifications according to acceptance criteria of the manufacturing process. The reported condition could not be confirmed. A possible root cause cannot be determined with the available information. No action plan is deemed required. The current process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes.